Event description:
The biomedical engineer (bme) reported that the v60 ventilator displayed a "check vent: proximal pressure sensor autozero failed" error code. The device was not in clinical use when the issue occurred. No patient impact and/or harm reported. During troubleshooting, the bme reported that the event log was reviewed, and it was confirmed that error code 110b (check vent: proximal pressure sensor auto zero failed) was recorded. The remote service engineer (rse) reviewed the service manual and provided the customer with the recommended repair - verify pin alignment between solenoids and the data acquisition (da) board, replace the proximal auto-zero solenoid (3 and 4), replace the da board. The customer reported that the flow sensor assembly was previously replaced. The rse advised the customer to check the pin alignment between solenoid and da board. The customer was also provided with the part number for replacement solenoid valves. The investigation is ongoing.